Manufacturer narrative:
B3 - the date of event is unknown. A supplemental report will be submitted if provided. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the bronchofibervideoscope exhibited a large gouge out of the inside of the distal tip. There were no reports of patient harm.